Manufacturer narrative:
Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that this device was explanted approximately 15 months after the initial implant. No additional adverse patient effects were reported. Additional information: a request was submitted to the field representative to acquire additional information as to the reason this device was explanted. The field representative indicated that there was no specific information available. Per the physician's dictation it stated 'generator replacement'.